Event description:
"The customer, (B)(6) from sterile services reported via our sales rep, (B)(4), that during surgery, the surgeon attached the block to the bone and without any pressure, the block fell apart breaking into two pieces. It was further reported that the proximal chamfer cut has snapped cleanly through. It is further reported that another set was opened and used successfully to complete the procedure with no adverse consequences."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.